Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after a regular pacemaker check, it was confirmed the ventricular lead polarity had been changed by the lead monitor function due to lowered lead impedance. The subclavian fracture was confirmed with a radioscopy inspection. The lead was explanted and replaced. No patient complications were reported as a result of this event.